Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) during a transport, the device powered up without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.